Event description:
The patient implanted with a 23mm trifecta valve one year ago underwent a valve-in-valve procedure with a non-sjm tavi due to reported degeneration of the trifecta valve resulting in a high gradient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.